Manufacturer narrative:
Investigation conclusion: the investigation of the returned web system found the implant to be separated from the pusher and the pusher kinked at the hypotube to connector junction. The device failed continuity and resistance testing due to the pusher damage; however, the heater coil was found burnt and the heater coil pet and implant tether were found melted, indicating thermal activation did occur. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher damage, but the damage is consistent with the device experiencing forces over specification. The returned detachment controllers were found to function as intended and would not have caused or contributed to the reported event.

Event description:
Please see section h11 for device investigation results.

Event description:
It was reported that the procedure was planned with a strategy using the web device and a microcatheter was delivered into the aneurysm. The web was then unpacked for implantation and pretested with one of the two wdc2 controllers for approximately three seconds and passed the pretest with a green light. The web was attempted to detached, but the red and green lights alternated. Troubleshooting was performed to improve the situation, but there was no improvement. The web was attempted to be detached by pushing the microcatheter against the web and pulling the delivery pusher, but the web could not be detached. Several detachment attempts were made, but there was no improvement, and the controller was replaced with the other controller in an attempt to detach the web again, but the same event occurred; the web could not be detached. Implantation of the web was discontinued, and the procedure was changed to coil embolization. Subsequently, the procedure was successfully completed. The was no health damage to the patient.

Manufacturer narrative:
A search for non-conformances associated with this part / lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The reported issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.